Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated. The contact did not provide further information. Although multiple attempts were made to contact the customer for more information, the customer did not reply.